Event description:
The hooped snare was broken when the handle of the grasping snare was squeezed during the procedure.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.